Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Changed adverse event from no to yes. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism and the lead was damaged at implant.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported, during the implant procedure, difficulty positioning the lead at the right ventricular apex was encountered; there was uncertainty if the helix was fully retracted prior to repositioning. However, x-ray showed the helix was not retracting. A decision to withdraw the lead was made, and in efforts to maintain the vein, the lead was cut to allow placement of a 9french sheath over the lead body during withdrawal. No patient complications have been reported as a result of this event.